Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch stuck. It was reported that the maestro 4000 footswitch was "sticking". There were no patient complications reported.